Event description:
Information was received indicating that during priming of a smiths medical cadd medication cassette reservoir, the pump alarmed with no message displayed. It was reported that the cassette was attached to a second pump and the same issue occurred but when a different cassette was used there was no issue. Per reporter the top of the cassette near the tubing was "bent out of shape." No adverse patient effects were reported.